Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported an alleged overdischarge. The patient was in a car accident 4 years ago and went into a coma. During this time, the device was not charged and the device had been in overdischarge 3-4 years. Additional information received from the rep reported that the doctor and patient decided to replace the implant instead of bringing it out of overdischarge. A date had not yet been determined. Additional information received from the rep in response to follow-up reported that a new stimulator was implanted (B)(6) 2015 and the explanted stimulator was not available to be returned. Relevant medical history included complex regional pain syndrome type 1.